Manufacturer narrative:
Per tandem's pump user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was 464 mg/dl and ketones were present. Pump supplies were changed and a bolus was delivered to address bg. Bg did not lower. Customer went to the emergency room and was admitted to the hospital for elevated bg/diabetic ketoacidosis (dka). Customer was treated with fluids, intravenous insulin and insulin injections. Elevated bg/dka were resolved with no permanent injury. Customer was discharged on 05/15/2019. Tandem clinical diabetes (cds) met with the customer and reported that the customer experienced two kinked cannulas on the date of event, one initially after putting on a new site (bg then elevated) and another after changing supplies again in an attempt to resolve elevated bg. In addition, customer was entering the carbohydrate values into the blood glucose (bg) field during bolus delivery. Customer's healthcare provider and cds discussed both issues (kinked cannula/bolus delivery) with the customer.

Event description:
Customer alleged a pump issue as it did not alarm after a bolus was delivered and the non-tandem infusion set cannula was found to be kinked.